Event description:
Customer reported that pump screen unexpectedly went blank and led was not blinking. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.